Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold and low sensing were observed. The patient had been lost to follow up since implant one year prior. The lead was explanted and replaced. The patient condition was fine after the event.